Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: b5; h6 impact. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. The patient received over the counter medication, not prescribed medication. No revision has been reported to date. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 650-0837 / delta cer fm hd 036/0mm 12/14 / lot #: unknown. Cat #: 0000711684 / exception varized femoral stem cimented size 7 / lot #: unknown. Cat #: 010000664 / g7 pps ltd acet shell 54f / lot #: unknown. G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.